Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the implant was not explanted, it remains in the patient. This event occurred approximately fifteen days postoperatively. This report is for an unknown nail this report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Age reported as (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had haematoma, heterotopic ossification. No actions were taken.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis pt age: patient date of birth reported as; (B)(6). Additional device info; this report is for an unknown nail. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.